Manufacturer narrative:
Concomitant: product ID 8709, lot# j10977r65, implanted: (B)(6) 2002, product type catheter. (B)(4).

Event description:
It was reported the patient heard an alarm on (B)(6) 2013. The patient was seen by the hcp on (B)(6) 2013. The logs were checked and a pump stall was noted. The stall recovered eight hours later. The patient was instructed to follow up with the hcp in a week to check the pump. The patient followed up with the hcp on (B)(6) 2013. The logs show the pump stalled the previous night and the motor stall had not recovered. The hcp would like to turn the pump off until it can be replaced on (B)(6) 2013. The pump was programmed off. The pump was delivering clonidine and dilaudid. Additional information reported the patient experienced underdose symptoms and less than 50% therapy relief. The pump had a critical alarm due to a motor stall. The stall never recovered. It was a false motor stall; telemetry state. The pump was replaced. The patient status was alive; no injury.

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomaly; corrosion and-or wear and-or lubrication. The stall was due to shaft-bearing.

Manufacturer narrative:
Conclusion code ¿ is being updated for this event. Device codes, eval code-method and result codes were also updated/corrected.

Event description:
Additional information was received from a consumer indicated his pump failed. The pump alarmed and they had turned off the alarm. It was noted the pump "kept stalling and alarming" and the patient went through withdrawals.